Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received two shocks. After the second shock occurred the patient found themselves on the floor. They were seen in the emergency room and it was determined the patient in atrial fibrillation (af). It was reported the patient had not been taking their prescribed medication. The patient was successfully cardioverted out of the af and medication was adjusted. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service without further complication. Should additional information become available this report will be updated.